Manufacturer narrative:
The device has not been returned to the manufacturer. The test strip lot (ky14wk73c) DHR has been referenced and the lot cleared qc testing. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided. Insulin may have contributed to the event.

Event description:
Patient describes fasting values on morning as follows: 134 mg/dl, 30 minutes later 162 mg/dl, 15 minutes later 97 mg/dl. Another instance, the patient measured before lunch and the bgstar meter showed 201 mg/dl. The patient modified his dose of novomix by 2 units without contacting his physician. The patient then claims he developed hypoglycemia 45 minutes later. After contacting his physician, he took honey and recovered. Normal insulin dosages is as follows: morning: 8 u novorapid. Lunch: 10 u novorapid. Dinner: 18 u novorapid.